Event description:
A customer reported that during vitrectomy surgery, the laser probe produced air bubbles and then stopped working. There was no reported harm to the pt. It was reported that the surgeon did not believe the device contributed to the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l info becomes available. (B)(4).